Event description:
The wheelchair. "Numotion sold a customized invacare 9000 sl wheelchair and accessories and arranged for delivery of the subject wheelchair to [the user] on or about (B)(6) 2022. Prior to delivery, numotion installed an 'm2' seat cushion manufactured by comfort company. Unbeknownst to [the user] at the time of delivery the seat cover was installed improperly. Velcro on the wheelchair used to affix the seat cover ran parallel with the rear wheels. However, the velcro on the seat cover itself ran perpendicular to the wheelchair's rear wheels. This dramatically impeded the velcro's efficacy in securing the seat cushion in place. As a result, the seat cushion easily slid off the wheelchair, creating an unreasonably dangerous condition." The incident. "On (B)(6) 2023, [the user] was using the defective invacare 9000 sl wheelchair with the defective comfort company seat cushion (m2) installed on it. At the time the seat cover suddenly slipped forward while she was descending a slight decline. The malfunction caused the user to be thrown from the chair, forcing her to break her fall with her right hand. The fall caused immediate and severe injuries to the user's right hand."

Manufacturer narrative:
Production records, historical data analysis, and trend analysis: there were no production nonconformances for the product and no complaints or injuries in the last 5 years that matched the alleged sequence of events. Analysis of information provided by third party: two pictures were provided in the allegation. The first picture shows a cushion that is not an m2 cushion (interpretation based on visual appearance) on a wheelchair, and the second picture is a stock picture of an m2 cushion. The distributor stated that the invacare wheelchair was a loaner and was collected when the user's quickie 2 wheelchair and m2 cushion were delivered. If the quickie 2 wheelchair was used, the seat sling comes standard with two strips of hook side velcro installed parallel to the wheels, which matches the description in the allegation. If the invacare 9000 sl wheelchair was used, the seat sling comes standard with no velcro installed so velcro would have to be installed separately, if that is possible. The configuration of the "customized" invacare 9000 sl wheelchair is unknown but would need to include the addition of hook velcro to match the description of the allegation. The risk file was reviewed and this situation was already identified and controlled by design and information for use. The risk was controlled by design with loop velcro (to attach to chair hook velcro) and high friction (non-skid) bottom cover material to resist sliding. The loop velcro position, which does not match the allegations, would align with the wheelchair hook velcro (if present) based on the product designs. The high friction (non-skid) bottom cover material would be applicable to any wheelchair seating surface to resist sliding on a decline. Risk was also controlled through in the information for use with a warning to ensuring the proper alignment of the cover velcro to the seat pan velcro, instructions to ensure the non-skid fabric side of the cushion is installed facing down towards the seat pan, and specific troubleshooting instructions if the cushion is unstable or slides on the wheelchair. Device not returned: the m2 product was not returned for inspection. Due to there not being pictures of the actual m2 product, returned product to inspect, or any additional information from the customer, the alleged deficiencies (velcro location, seat cover slippage) cannot be confirmed. No product failures are known or alleged. Additional comments: allegation inconsistencies: the wheelchair in use during the incident does not match the timeline given by the distributor. Also, according to the timeline, the user would have had the m2 cushion during the incident, but the picture and description of the velcro on the product does not match the m2's design and as such does not support the alleged product deficiency and alleged dangerous condition. If additional information is received, a follow-up report will be submitted.